Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: smartablate generator, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool smarttouch bi-directional sf catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. Post-procedure, the patient went into complete heart block. Two hours after the last ablation, sinus rhythm was becoming restored with nearly 1:1 conduction. After observation over the weekend, the patient resumed heart block with 2:1 conduction. Cardiac pacemaker was implanted. Patient was reported to be in stable condition. Patient required extended hospitalization over the weekend as a result of the adverse event. Physician indicated that he is uncertain regarding the cause of the adverse event. It was noted that he believes it could have been related to increasing the power to 30 watts immediately prior to the event. Smartablate generator was set at 30 watts. Irrigated catheter flow was set at 8ml/min.